Manufacturer narrative:
Lot # - se18bk0 and se18hk5. The single-use device for one (1) event was received for evaluation. A visual inspection was performed with no issues noted. Functional leak testing was performed and the device leaked from the main seal. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes malfunction events. It was reported that two (2) 3l eva empty bags were leaking. In one event, the container was leaking from the seal next to the port. In the other event, the container was leaking from an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One additional single-use sample was received for analysis. A visual inspection was performed and found a leak in the port tube seal. A functional underwater leak test was performed and it was noted that air was introduced in the bag and a leak in the internal bag was evidenced in the port tube seal. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.